Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
Correction MDR submitted to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 event of device thrombosis for the sapien 3 in the aortic position. The average 'time to event' (tte, in days) for this event was 378. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4), (B)(4), (B)(4) and (B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Valve thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, specific clinical details were not available, and it is not possible to determine potential contributing factors. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during q3 for aortic serious injury events for the sapien 3 valve. This report summarizes 1 device thrombosis serious injury event submission for sapien 3 transcatheter heart valve. The age for this event is 75 years. The gender is as follows: male.